Event description:
It was reported that the pump was not responding when the buttons were pressed and that the keypad was torn. The reporter stated that there has been no water use; however, the pump has gotten wet after the patient urinated in bed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.